Manufacturer narrative:
This device used for treatment and not diagnosis. Mean age: 44 years, range: 17 to 71 years. Genders: 12 males: 8 females. Date of event: january 2010. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Journal article received: technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting. Authors: andres j. Quintero, md, ivan s. Tarkin, md and hans-christoph pape, md. J orthop trauma, volume 24, number 1, january 2010. Synthes is mentioned in this article. This article describes technical tricks for using the reamer irrigator to harvest autologous bone graft from the femur. Data was collected on 20 patients: mean age: 44 years, range: 17 to 71 years. Genders: 12 males and 8 females. It was reported in the study: eccentric reaming resulted in breach of the anterior cortex of the distal femur. In a 72 year old woman: the guide wire penetrated the medial condyle onto the knee during the second pass of the reamer. The second pass used a pre-bent guide wire and the reamer tip became lodged and drove the guide wire too far distally into the knee joint space. Each patient was closely observed during follow up until radiographic and clinical healing of the non-union. This complaint is on the reamer head. This is 1 of 2 reports for (B)(4).